Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in early 2009, that a jagtome rx was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the tip of the sphincterotome was damaged. The procedure was completed with another jagtome rx. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.